Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer experience hyperglycemia with the blood glucose value of 400 mg/dl and reported under delivery of insulin. The current blood glucose value was 278 mg/dl. Troubleshooting was performed and customer does not report any symptoms related to hyperglycemia event. The pump was in use within 48 hours of the reported event and it is unknown whether smart guard/auto mode feature was active or not at the time of event. No further patient complications were reported. Customer was advised that the product will be replaced. The customer will discontinue the use of the insulin pump and will be returned for analysis.